Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer had symptoms such as nausea and tiredness and treated with manual injection. Customer's blood glucose value was 126 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Insulin pump passed high pressure test. Customer was advised to monitor insulin pump.